Event description:
It was reported that the left ventricular (lv) lead showed loss of capture shortly after the implant procedure. Diagnostic imaging was performed which confirmed the lv lead was dislodged. The physician elected to reposition the lv lead to resolve the event and the patient was stable with no additional consequences.